Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during investigation, the battery compartment was found to be cracked. A battery compartment leak was found. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose of 485 mg/dl with nausea, emesis, shakiness and a headache associated with an alleged intermittent power issue. Reportedly, the patient remained on the pump and was treated with ¿other¿ treatment at the hospital by their health care provider. During troubleshooting with customer technical support, the reporter stated that there was moisture behind the display, and the battery compartment was cracked causing an intermittent power issue. The patient was unable to tighten the battery cap due to the cracked on the battery compartment. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged intermittent power issue.